Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. The reported time and date reset is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event.

Event description:
It was reported that on (B)(6) 2011, the patient was taken to the emergency room (ER) for elevated blood glucose (bg) level of 569mg/dl. The patient reportedly experienced vomiting with small to large ketones, and it was noted that the patient's bg had been elevating since (B)(6) 2011. The patient reportedly was not diagnosed with dka in the ER and was treated with IV fluids. The patient's bg reportedly decreased to 200mg/dl with no ketones and the patient was discharged from the ER. The reporter stated after the patient was released from the ER his bg was at 400 mg/dl later that afternoon at 2:25 p.m. And reported no ketones at 5:00 p.m. The reporter stated that the patient had a head cold during the same time frame as the elevated bgs. The reporter noted that the time and date had been defaulting to factory settings with battery changes or when the pump was rebooted for a while, and stated that she sometimes inadvertently reset the pump to the incorrect date and set the time to a.m. Instead of p.m. A review of the pump history indicated that the pump had emitted an alarm four times since (B)(6) 2011, and the alarm was not cleared immediately, which may have led to interruption of insulin delivery. Troubleshooting indicated that pump histories and settings were correct and that the pump was delivering insulin accurately. The reporter admitted that the patient would sometimes inadvertently yank the infusion set out, and would then be without insulin for one to two hours. Customer support determined that the elevated bg was likely due to illness as well as use error in incorrectly resetting the time and date, inadequate response to appropriately emitted alarms, and inadequate response to infusion set issues. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were inconsistent due to the time and date resetting, the pump's history also revealed that the time and date defaulted and a call service alarm occurred during the rewind step. A torn transceiver flex was also found during the evaluation; the flex was disconnected and the pump was able to rewind without alarming. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no other alarms that occurred during testing. The pump was also found not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.